Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: . During visual analysis of the device, a tear was noted at the union between the patch and shell. Microscopic examination was performed using a scanning electron microscope (sem) and the cause of the rupture could not be identified. Although no conclusion could be reached on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the device during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the device as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the device. This will reduce the potential for creating excessive stress to the device during insertion, and will avoid the risk of damage to the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unknown breast reconstruction with mentor breast reconstruction, 550cc saline breast implants which during surgery the surgeon observed that the tissue expander wasn¿t filling up with saline. The surgery was on (B)(6) 2019. Thus the tissue expander was defective. There was no delay and surgery successfully completed. No adverse event reported.